Event description:
Case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and bladder injury ("bladder damage"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and bladder injury outcome was unknown. The reporter considered bladder injury and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's past medical history included insomnia. Concomitant products included medroxyprogesterone (depo provera) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder injury ("bladder damage"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, bladder injury, mood swings, menorrhagia, female sexual dysfunction, headache, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, abdominal pain, abdominal pain lower and cyst outcome was unknown, the vaginal haemorrhage had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder injury, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, perforation, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches,dental problems, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), uterine perforation ("perforation") and device dislocation ("the essure device was protruding through the tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's medical history included insomnia. Concurrent conditions included pelvic mass. Concomitant products included medroxyprogesterone acetate (depo provera) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), bladder injury ("bladder damage"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,oophorectomy and salpingectomy (bilateral removal of fallopian tubes), oophorectomy, total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, bladder injury, mood swings, menorrhagia, female sexual dysfunction, headache, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, abdominal pain, abdominal pain lower and cyst outcome was unknown, the vaginal haemorrhage had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder injury, cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, tooth disorder, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: attempt at removal unable to successfully removed. Uncertain damage of uterus by trying to remove essure. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient medical record :device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: event "the essure device was protruding through the tube", reporter added from medical record. Event perforation nos updated to uterine perforation and fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's past medical history included insomnia. Concomitant products included medroxyprogesterone (depo provera) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder injury ("bladder damage"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, bladder injury, mood swings, menorrhagia, female sexual dysfunction, headache, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, abdominal pain, abdominal pain lower and cyst outcome was unknown, the vaginal haemorrhage had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder injury, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, perforation, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.